Event description:
Additional information received reported that the patient "would not be getting a replacement because she was not happy with the pump.¿ the pump was still implanted and ¿can't be explanted until she gains enough weight to have the surgery.¿ the pump was still alarming at the time of this report and per the patient the hcp doesn't know how to turn it off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: 8590-1, lot# n077592, implanted: (B)(6) 2006, product type: accessory. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information received on (B)(6) 2016 reported patient was scheduled to have the pump removed on (B)(6) 2016 (tomorrow) at (B)(6). No further information was provided.

Event description:
The patient reported their pump ¿timed out¿ last thursday and it lasted 25 hours, until 6 am friday morning. The patient stated they had withdrawal, anxiety, rapid breath, irritability, yawning, a runny nose, salivation, goose sweats and sweating, nasal stuffiness, muscle aches, diarrhea, loss of appetite, restlessness, and they were jumping up and down. The patient stated (B)(6) serviced their pump every fourth thursday, and they had no recourse because no one could do anything with their pump until friday morning. The patient further noted they were still having a headache since (B)(6) 2014. The patient stated they were scared when they heard beeping, providing an example of their clock needing batteries and beeping. The medications infused were bupivacaine and dilaudid. (B)(6) 2014 ((B)(4)): a representative reported a confirmed motor stall with a motor stall recovery recorded in the logs. The stall occurred on (B)(6) 2014 with recovery on (B)(6) 2014. The patient called the nurse at the pain office a few days ago and reported feeling withdrawal symptoms again. They were feeling different and they had an increase in pain. The medications in the pump were specified to be hydromorphone and bupivacaine. Additional information received reported the cause of the stall was unknown. No troubleshooting or actions were taking at the time of the report. The patient was working with the health care provider (hcp) to determine if the pump should have been replaced. The patient was doing well and was being well controlled. Additional information received reported that the (B)(6) 2014 motor stall had been confirmed and recorded in the event logs and recovered 36 hours later. The pump ¿quit two weeks ago¿ prior to the date of this report (around (B)(6) 2015) and was alarming every ten minutes. A motor stall occurred again (B)(6) 2015 and has not recovered as of (B)(6) 2015. The healthcare professional (hcp) put saline in the pump and programmed to the minimum rate. The patient was ¿on a patch and a pill.¿ the pump would be replaced (B)(6) 2015 along with the catheter. The patient noted this was her second pump that quit. The patient wanted to see if a manufacturer¿s representative would be at the replacement or not because she was ¿scared to death;¿ the patient began to cry. The patient stated that the hcp needed to make sure the dura was closed. The patient was redirected to the hcp to discuss concerns about the pump replacement surgery.